Event description:
Smith & nephew became aware of this event via a lawsuit. The lawsuit alleges that the pt suffers from severe left axillary neuropathy after electro-thermal assisted capsulorrhaphy in 1999 and that pt will suffer permanent chronic pain syndrome and disability.